Event description:
The customer reported the ventilator shut down, alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log history indicated a ventilator restart occurrence. The service technician completed performance verification testing and tests passed per operating specifications.